Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: in february, two (2) connecting screws bent during insertion of the dynamic hip screw (dhs). The tip slightly bent while in the screw, after initially turning without any problems. Upon inserting the screw, the k-wire was able to be pushed in; however, when trying to remove the connecting screw, the surgeon was unable due to the screw thread of the connecting screw being bent. When the dhs did not work, the k-wire was pushed forward instead of gliding through instrument. A new dhs was utilized, with the same issue of crooked threads. The surgery was delayed for an undisclosed amount of time. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient information unknown. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states. Subject device has been received and is currently in the evaluation process. DHR review ¿ no ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the threaded tips of the connecting screws are bent as complained. The review of the production history revealed that these instruments we was manufactured in february 2012 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. In addition we confirm that these connecting screws are function checked per 100% before they leave the manufacturing facility and they were found to be functioning within parameters and with the gauge (60033805, 50158361). Based on these findings we have to assume that high applied mechanical force during use caused the deformation, no indication for material or design related issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.